Event description:
The following info was reported to co by the pt. The customer reported out of range normal control solution test results with quick check one test strips. On 3/13/97, the customer opened the first bottle from a box of fifty and performed a normal control solution test. The result was 107 mg/dl versus a normal control solution range of 114-172 mg/dl. The customer called the customer support line and, with the rep, performed a normal control solution test. The result was 101 mg/dl. The control solution expiration 8/97, was opened eight weeks ago and was shaken vigorously before the sample was applied. A check strip test was performed with the rep. The result was 107 versus a check strip range of 90-116. The desiccant is in the open bottle. The customer stores the test strips in the bedroom.